Event description:
A stapler was used and fired correctly. The surgeon went to reload stapler and could not remove original staple cartridge. The procedure was a planned open procedure and the original plan was continued. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).